Event description:
Customer reports a false positive urine hcg result. Pt was scheduled for a surgical procedure that was cancelled. Serum test was negative for hcg.

Manufacturer narrative:
Pt stated it was possible that she was pregnant. Reporting facility stated that the technician's technique may be a factor in the false positive result. Testing techniques and cleaning procedures were reviewed.